Event description:
Account reported they have getting zero for some patient creatine kinase results. When repeated, the results were higher. The incorrect results were not used to guide therapy. The field service representative found the instrument had a bad photometer and repaired the instrument by replacing the photometer.